Event description:
It was reported that customer experienced cgm error message 42 while using g7 sensor with pump. There was no reported impact to the customer¿s blood glucose level. Customer support guided customer through pump reset, after which error did not reappear, and customer was advised to wait before starting new sensor session and to ensure sensor connection to pump and app, with understanding acknowledged.